Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s heart rate was very low and the registered nurse (rn) suspects the implantable cardioverter defibrillator (ICD) may not be functioning correctly. The device remains in use. No further patient complications have been reported as a result of this event.